Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 18jul2017 to assess the instrument test well image in question, which appeared visually weak positive, with a clear halo around the button.

Event description:
On 28aug2017, it was determined that a european ((B)(6)) customer site report to immucor technical support for an unexpected negative antibody screen when tested on a galileo echo was reportable. The blood sample was tested on (B)(6) 2017.